Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the stent graft was implanted over 4 years ago without issue. At a recent follow-up visit the stent graft was found to have migrated 20 mm and re-intervention was requested. No additional information was provided.